Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received alarming followed by another alarm due to fracture solder joints on mother board. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive new software detected alarms after battery change. Customer's blood glucose was 67 mg/dl. Customer was advised that insulin pump would need to be replaced.